Event description:
It was reported that due to scar tissue in the spinal column, there were difficulties encountered in threading the replacement catheter and ultimately the end point for the tip of the catheter was at the t11 level. (Refer to manufacturer report # 3004209178-2014-15364 for the reason for replacement and scar tissue). After reattaching the pump to the newly implanted catheter, the catheter access port was accessed and csf (cerebrospinal fluid) was freely withdrawn. The device system was used to deliver gablofen. It was further reported the cause of the scarring at the tip of the catheter was undetermined. The cause of the event was never determined. No further troubleshooting, interventions nor actions were taken to resolve the event.

Manufacturer narrative:
Concomitant medical products: product ID 8590-1, lot# n455470, implanted: (B)(6) 2014, product type: accessory; product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).